Event description:
Pt seen in ER for hypoglycemia. Pt reported that pt was found unconscious by family member, who called paramedics. Pt rec'd IV glucose and oxygen from paramedics. Pt reports that pt's physician had suggested reduction in bolus increment, but pt had not followed through with physician recommendation. Pt additionally reports that pt is very interactive with pt's pump basal rate settings.